Manufacturer narrative:
Device was received on 18-apr-2019 by smiths medical. At customer's request, the device was returned to the customer without being investigated. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump stopped for "about 20 hours." It was reported that the pump did not alarm to alert the user to resume operation during that time. No adverse patient effects were reported.